Event description:
It was reported during intra-aortic balloon(iab) therapy, the arterial pressure was input from the optical sensor, but the pressure waveform sometimes disappeared. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the arterial pressure was input from the optical sensor, but the pressure waveform sometimes disappeared. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. A non-maquet sheath was also returned covering 3/4 of the membrane. Three catheter tubing kinks were observed near the y-fitting at approximately 71.4cm, 72.9cm & 73.7cm from the iab tip. Additionally, a sensor cable kink was observed at approximately 174cm from the rear of the y-fitting. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A laser test of the optical fiber was performed and break was detected within the sensor cable at the kink location. The optical fiber was detected to be broken, confirming the reported problem. However, we are unable to determine how or when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the arterial pressure was input from the optical sensor, but the pressure waveform sometimes disappeared. There was no reported injury to the patient.